Manufacturer narrative:
The reported event of ¿during suturing the lead, lead sleeve broke and it damaged lead¿ was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found that the lead was damaged at the suture sleeve tie impression region consistent with suture tie down forces. The suture sleeve was also cut/separated. The cause of the reported event was isolated to suture tie down forces.

Event description:
It was reported that during procedure, the patient's right ventricular (rv) lead suture sleeve broke leading to the rv lead body to be damaged as well. The rv lead was not used and replaced. The patient was stable throughout procedure.